Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to not feeling well. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 after encountering drain complications and began to feel ¿unwell.¿ the pdrn stated aside from fresenius customer service deciding to replace the patient¿s liberty select cycler, the pdrn was confident it was user error. The patient was admitted, and her abdomen was drained. The patient was able to complete ccpd while hospitalized with assistance, and no medical intervention was provided beyond draining the patient¿s abdomen on admission. All of the patient¿s hematological and radiological studies were unremarkable, and the patient was discharged home on (B)(6) 2025. Per the pdrn, the cause of the patient¿s hospitalization was ¿frustration,¿ as the patient knows how to perform a manual drain. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is utilizing the replacement liberty select cycler at home after undergoing several home evaluations. Based on the available information, the liberty select cycler can be disassociated from having a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Clinical investigation: based on the available information, the liberty select cycler can be disassociated from having a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to not feeling well. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 after encountering drain complications and began to feel ¿unwell.¿ the pdrn stated aside from fresenius customer service deciding to replace the patient¿s liberty select cycler, the pdrn was confident it was user error. The patient was admitted, and her abdomen was drained. The patient was able to complete ccpd while hospitalized with assistance, and no medical intervention was provided beyond draining the patient¿s abdomen on admission. All of the patient¿s hematological and radiological studies were unremarkable, and the patient was discharged home on (B)(6) 2025. Per the pdrn, the cause of the patient¿s hospitalization was ¿frustration,¿ as the patient knows how to perform a manual drain. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is utilizing the replacement liberty select cycler at home after undergoing several home evaluations. Based on the available information, the liberty select cycler can be disassociated from having a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.